Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, an intervention was performed whereby two aortic extender components were implanted for proximal extension.

Event description:
On (B)(6) 2007, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. On an unknown date, 2015, CT imaging showed a proximal type I endoleak on the trunk-ipsilateral leg component, it is unknown if aneurysm enlargement was identified. It was reported disease progression caused the endoleak. On (B)(6) 2015, an intervention was performed whereby two aortic extender components were implanted for proximal extension. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.